Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. Occlusion, prime, and excessive no delivery test wasn't performed due to compromised force sensor system alarm. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, and missing end cap sticker.

Event description:
Customer reported via phone call, the insulin pump had alarmed compromised force sensor system. She didn't recall her blood glucose level. Troubleshooting was performed and it was reported the drive support disk was normal and didn't recall pressing the cap. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.